Manufacturer narrative:
(B)(4). S/w version 4.11e. Retainer ring = black . Pump was returned for alleged damage to the battery tube and reservoir on (B)(6) 2021. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked corner of belt clip rails, cracked reservoir tube lip, cracked battery tube threads, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) and cracked reservoir tube lip was noted.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the reservoir and battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.